Event description:
It was reported that the atrial lead had decreasing impedance to a low measurement and no sensing or capture. It was also reported that a fluoroscopy showed damage to the lead around the clavicle and first rib. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.